Event description:
A report was received that the patient was having to charge their ipg too often. Although a malfunction was not suspected by the physician, the patient's ipg was replaced. The patient is receiving adequate therapy.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having to charge their ipg too often. Although a malfunction was not suspected by the physician, the patient's ipg was replaced. The patient is receiving adequate therapy.